Event description:
A caller reported a cartridge alarm 20, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Cts assisted the caller in loading a new cartridge using the proper technique, and the issue was successfully resolved.